Event description:
The patient arrived for routine follow up. Interrogation of the ICD (st. Jude) revealed 8 vf events that started on (B)(6), and were identified by the physician as noise on the rv electrode. ICD performed several charge events but aborted with no shocks. All other measurements were normal. According to the original implant records, the implantation was done without complications and the electrode was inserted via left sub-clavian vein. A new rv electrode was implanted, the old electrode was extracted.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Both parts of the lead were received. It is reasonable to assume that the lead was dissected in the course of the lead explantation. The analysis of the lead fragments demonstrated a damaged insulation at a distance of some 29 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed noise mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The x-ray movie was analyzed. The position of the lead between the first rib and the clavicle is substantiating the assumption. The analysis of the received iegm's confirmed the clinical observation. Noise was seen in the ventricular channel. Further damages resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.